Manufacturer narrative:
No keypad unresponsive/button error alarm or blank display noted during testing. Device had cracked case battery side and cracked battery tube threads. Device passed displacement test, sleep current measurement test, active current measurement test and self test. During visual inspection, found electronic stack with moisture damage. Motor, force sensor and motor home switch also had moisture damage.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had stuck button alarm. The customer¿s blood glucose level was 120 mg/dl at the time of the incident. Customer stated they were unable to clear the alarm. Customer stated insulin pump had insulin pump error and then turns on blank screen. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.